Event description:
In 2002 - pt underwent open mesh implant surgery for an incarcerated right inguinal hernia. Unk date of onset - pt experienced right lower abdominal pain. In 2009 - pt underwent mesh explant for symptoms of pain.

Manufacturer narrative:
The sample was received and was decontaminated by soaking the sample in a bleach and water solution. There was deformation of the patch consistent with the patch having been implanted for an extended period of time. The entire patch was both visually and manually examined. There was no visible signs of component breakage or tears in the patch. The returned patch was flattened as much as possible, and the patch manually examined by feeling around the recoil ring pocket; no breakage of the recoil ring was identified. No mfg related issues were observed during the eval. Cause of pt's pain cannot be determined.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to a medical records review which provided additional information. Based on a legal request made to the patient's physician in november of 2015, the physician signed a document that stated the ring in the composix kugel was fractured. In regards to a ring break, the device in question was returned to davol for evaluation in january of 2009. As reported in the initial MDR there was deformation of the patch consistent with the patch having been implanted for an extended period of time (7 years). The sample evaluation found no breakage of the recoil ring was identified. Based on this evaluation the allegation of broken ring has been unconfirmed. With the current information available no conclusion can be made. If additional information is received, a follow up emdr will be submitted.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: (B)(6) 2002 - the patient underwent repair of a right inguinal hernia with implant of a bard composix kugel hernia patch. No operative details provided. On (B)(6) 2009 - the patient was diagnosed with painful mesh (ck) which has been recoiled in the right groin and an unrelated lymphadenopathy left groin. The patient underwent removal of the composix kugel mesh from right groin and a left groin lymph node biopsy. Per the operative details "the piece of the gnarled up mesh (ck) was eventually visualized after careful dissection down to the mesh (ck). The mesh (ck) was grasped with a clamp. It was found to be quite gnarled and this way slowly dissected away from the underlying visera. The mesh (ck) did enter the peritoneum and this was incised." Based on a legal request made to the patient's physician in november of 2015, the physician signed a document that stated the ring the composix kugel was fractured.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the expiration date and the manufacturing date of the composix kugel hernia mesh.